Event description:
It was reported that during a laparoscopic cholecystectomy the device was used. After placing the clips they looked perfectly located to the surgeon and the procedure was finished. On the post operative day the surgeon had to reoperate the patient and the diagnosis biliary peritonitis had to be made. This was caused by the bile acid. The reason of the free bile acid was a clip, which came off the duct. Finally 4 of the 5 clips have been found unattached in the abdomen. Patient was diagnosed with biliary peritonitis and a reoperation was performed. The patient was first diagnosed as very critical because of hypertension. Surgeon believes this may be the reason for the released clips. Surgeon assesed patient in 12/2002. The patient is well and no further complications are expected from this event.